Event description:
Caller reported a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a complete pump reset, and the caller planned to perform the reset at their convenience, with a follow-up if the issue persisted.